Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to pain, significant shortening of hip, and shell loosening. Patient was revised with a restoration anatomic hemispherical shell, several screws, adm/mdm liner construct, and pca head.